Event description:
Voluntary medwatch received states it was reported that the patient had interrogation revealed high capture thresholds on the lead. The physician elected to cap and replaced the lead. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156945. Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.